Manufacturer narrative:
Lead model 3889-28 lot# v013698 implanted: (B)(6) 2006 explanted: unk; extension model 3095-10 serial# (B)(4) implanted: (B)(6) 2006 explanted: na; programmer model 3037 serial# (B)(4).

Event description:
It was reported that the healthcare professional (hcp) found a few of the patient's leads were "loose" but were "corrected." After the event, everything was reported as "okay." Additional information was requested, but was not available at the time of this report.